Event description:
It was reported the patient's ipg had migrated. Surgical intervention was undertaken and the ipg was repositioned on (B)(6) 2022. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.